Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customers insulin pump had blank display. The customer¿s blood glucose level was 14.4 mmol/l. The customer reported that they received a low battery alarm and the insulin pump screen was blank then inserted a new battery, however the screen was still blank and display was flashing, white. The troubleshooting was performed and was advised the customer to insert the new battery. Customer stated that the display did not return. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.